Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/26/2023 h6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was requested, but unavailable: was there any adverse consequence associated with the patient? Did the needle fall into the patient? If yes, what tissue structure the broken needle was located? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2023 and suture was used. During use on the patient it was noted that the needle broke. The needle broke when sewing in surgery. The doctor immediately removed the broken part and successfully anastomosed it with the broken end. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: after investigation, the patient, a (B)(6) year-old female, underwent joint replacement surgery in hospital on (B)(6) 2023 (specific patient diagnosis and specific unknown). The surgeon used pdp358t for fascial sewing in the way of interrupted suturing. The needle tip breakage occurred during the suturing (specific needle broken end length unknown). The surgeon immediately looked for the broken needle and found it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body, a new suture (specific product information unknown) was replaced for suturing. The subsequent surgical operation was smooth. There was no harm to the patient due to this event, and the patient has been discharged smoothly now. No subsequent adverse event reports were received. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.